Manufacturer narrative:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as a painful burning sensation under the electrodes where the skin was raw, raised, and bleeding, claiming the electrode belt burned them. The patient reported reaching out to physician, but there is no indication of medical intervention. Follow up indicated that the burn improved.

Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as a painful burning sensation under the electrodes where the skin was raw, raised, and bleeding, claiming the electrode belt burned them. The patient reported reaching out to physician, but there is no indication of medical intervention. Follow up indicated that the burn improved.